Manufacturer narrative:
Device evaluation: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported that following removal of the device from the pt, the needle did not fully engage into the safety device. This resulted in a needle stick to the nurse. No permanent adverse effects to pt or user reported.